Manufacturer narrative:
Additional information received on september 9, 2016 indicated that a large amount of heart tissue was sucked into the pump during the coughing spell which led to an inflow obstruction. CT angiogram was not performed. Echocardiogram results were consistent with inflow obstruction. Also noted was a dilated left ventricle and opening aortic valve. Zero flow was detected through outflow graft. It was further stated that thrombus was not suspected except potentially in the outflow graft as a result of no flow through the inflow side. The inflow obstruction was likely caused by heart tissue. The patient tolerated the pump exchange very well. The site does not believe the event to be related to a malfunction of the device. The event was likely attributed to the force of the patient coughing. The patient was discharged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): as stated in the IFU, users are directed to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. All alarms should be reported. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use.these professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Worsening heart failure is a known potential complication of patients with cardiac disease and is included in the instructions for use as a potential complication. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had been at home doing well when she aspirated while eating watermelon. She started coughing and could not stop. An abrupt drop in flow was noted, followed by a severe headache and symptoms of heart failure, including shortness of breath. The patient's family brought her to the hospital where a computed tomography (CT) scan of the head was performed with negative results. Log files were sent and a preliminary log file review was conducted. Starting on (B)(6) 2016 a sudden sustained decrease in power consumption and estimated flow were observed. A standard CT of the chest was obtained which revealed no evidence of tamponade or outflow graft obstruction. CT angiogram was suggested. Inotropic support was given to the patient. A 3d echocardiography (echo) was completed. The patient was subsequently brought to the operating room (or) on (B)(6)2016 for a pump exchange. The patient remains hospitalized. No further information was provided.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 2 low flow alarms logged on (B)(6) 2016. Starting on (B)(6) 2016 at approximately 16:45 a sudden sustained decrease in power consumption and estimated flow was observed to parameters below the normal operating range. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate event can be attributed to the thrombus found in the inflow of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.